Event description:
It was reported that high hv lead impedance was observed. Patient has received appropriate therapy in the past. Hence, physician decided to cap and replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.